Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the device stopped working. All the components were removed and replaced with a new ipp. No information about the patient's outcome was provided.